Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis could not confirm the reported event, the epg was analyzed and no anomalies were found. (B)(4).

Event description:
It was reported that while attached to a patient with bradycardia, the external pulse generator (epg) was not pacing even at the maximum output. When the pacing failure was observed, the pacing catheter and red-black alligator cables were replaced and the epg was also replaced. After that pacing worked normally. The physician requested that the epg be inspected. The epg was returned to the manufacturer for servicing. No patient complications have been reported as a result of this event.